Event description:
Additional information was received that a revision procedure was performed. The rv lead was explanted and replaced to resolve the event.

Event description:
During a follow-up, noise resulting in oversensing was observed on the device. The patient experienced inappropriate anti-tachycardia pacing (atp). Lead fracture was suspected but not confirmed. Further information was requested but not yet received.